Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient experienced stage ii rectocele, and constipation. It was reported that she underwent gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she underwent mesh removal on (B)(6) 2018 due to pain. No additional information was provided.